Manufacturer narrative:
Other applicable components are: product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (10 mg/ml at 5.5 mg/day) via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2016 it was reported that when they interrogated the pump, the screen read eos (end of service) on (B)(6) 2016. The patient reported hearing the pump alarm, but wasn't having any symptoms of withdrawal. The plan was to replace the pump. The issue was not resolved. The patient's status was reported as "alive - no injury". Additional information was received on (B)(6) 2016 and it was reported that the patient had an appointment to see the implanting neurosurgeon on (B)(6) 2016 to discuss replacement. The patient's pertinent medical history/other medications, the serial number of the 8840 programmer, and the reason the pump was not replaced before reaching eos were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.